Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusion' which was reproduced during evaluation. A review of the event history log identified 'downstream occlusion!' Messages. Evaluation found the downstream sensor out of the calibrated specification which is the determined cause of the issue. The downstream sensor tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.